Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was not working at all, which was clarified further to mean the ins was not providing them relief. The patient stated that the ins was not stopping the spasms and the ins was shocking them like crazy. The patient noted trying group a, b and c that they had available. The patient stated that the last time they charged the ins and stopped using the ins was this month, (B)(6) 2020. The patient was calling in for assistance with accessing MRI mode. Patient services began walking the patient through accessing MRI mode when the patient saw the ¿no device found¿ error message on the controller. Patient services stated that the ins battery was dead and they hadn¿t charged the ins. Patient services had the patient connect the recharger to the controller and start an ins charging session. The patient confirmed seeing recharging with excellent recharge quality. Patient services reviewed that the ins must be charged to at least 30 percent in order the ins to be turned on and access MRI mode. The patient would call back once the ins was charged enough to be walked through accessing MRI mode. The event occurred in (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstance that led to the patient's issues were that the patient has their system off. The patient has meet with a manufacturer representative (rep) four times after seeing their doctor. The patient's settings have been changed from a, b and c. The levels were also raised with no change in the patient's spasms activity. The patient is very disappointed with the device. The patient's trial was for seven days, and was the first time the patient was pain and spasm free in years. The patient now is having spasms just as much as they did before their surgery. The patient has been referred to a pain rehab center. The issues have not been resolved. No further information was reported.